Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial#: unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that patient is in for their post-op appointment and today is the first time the ins is being charged since implant but the recharger keeps beeping and is showing the screen with the numbers on it and that the ins has a sliver of red for the charge level. Caller stated as soon as they pull the recharger away, it shows good connection but then disconnects again. Caller stated they were able to successfully interrogate the ins with their tablet. Patient has a thin bandage over the ins site and the recharger is in the belt. Tss had caller initiate recharge session which again showed the poor connection screen with the numbers and the numbers were around 1-2. Tss had caller reposition recharger and was able to get the number to 16. Tss reviewed that ins site may still be healing and to wait a few days and try charging again. The issue was not resolved through troubleshooting. Additional information was received, it was reported the cause was never determined. The issue was not yet resolved. It was reported they were unable to connect to battery well due to battery placement at implant. Patient scheduled for pocket revision.